Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Concomitant products: (4)vygon 60" extension tubing, ams-747; (4)syringes MFR/model/lot unk; therapy date (B)(6) 2015. The reported event was confirmed. A review of the pcu event log indicates that several syringe pump modules were infusing on (B)(6) 2015 at 10:39 pm when the pcu alarmed "channel disconnected." At that time the log recorded that two of the modules lost power and then rebooted a few seconds later. This series of lost power and then rebooting occurred a few more times on these two modules. At approximately 11:14 pm the infusions on both modules were restored and restarted and ran until approximately 11:44 pm when the system was powered down. Pictures of the pcu iui connectors showed contamination and corrosion present on the contacts of both the female and male iui connectors. The root cause was not definitively determined; however, there is evidence to suggest that it was the result of contaminated iui connectors on the pcu. No devices received, log review only.

Event description:
The customer reported that 2 syringe pumps located on the left side of the pcu shutdown simultaneously while infusing dopamine and morphine, which resulted in an immediate drop in bp. The nurse restarted the 2 infusions and 5 minutes later the infusions shutdown again. The nurse restarted the 2 infusions temporarily until the infusions were swapped to different devices. The customer reported no patient harm.